Manufacturer narrative:
The pump alarmed motor error during the rewind due to motor encoder signal out of phase. The motion sensor test failure alarms were unable to be verified due to motor error alarms. The pump received with cracked case at display window corners, reservoir tube lip and battery tube threads. The pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of issues with motion sensor test failure alarm. The customer's blood glucose level at the time of incident was 167mg/dl. The customer states they had received a motor erased error. The customer was advised that the device would have to be replaced and returned for analysis.